Manufacturer narrative:
(B)(4). Batch # p55m5t. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure was being performed? Just for clarification, when the device "didn¿t staple across the full staple line" what was the shape of the staples that deployed (b-formation, irregular, legs straight)? Device evaluation: the analysis results found that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device didn¿t staple across the full staple line. The staple line needed to be fully overstitched. There were no patient consequences reported.